Manufacturer narrative:
Trackwise ID: (B)(4). The investigation has been started since the complaint was received as following: 1. DHR review: the DHR of the reported lot: 3000195666 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I stabilizer suction failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained; the baffle seal had been sealed completely and was able to lift the weight. 2. In the last 12 months, from 15th jul 2021 to 15th jul 2022, the occurrence rate is approx. (B)(4). There¿s no similar complaint reported for this lot: 3000195666. 3. The reported device was received on aug. 10th 2022, the following contents have been done: 1). Visual inspection: the reported device was visually inspected and no physical deficiency was observed under naked eyes. 2). Suction functional test (leak test) was performed following labeling instructions with correct connection and vacuum pressure 400mmhg, the test result indicated sub-baffle can lift the weight intermittently and cannot keep at least 10s, which indicated suction is not stable. 3). Furtherly inspect the foot for the hole which is with suction abnormal under magnifier. It¿s found that the hole at right top side was plugged. 4). Slightly prick this hole using the needle, it¿s found red chips (blood or tissue liked chips) dropped from the hole. 5). Take the sub-baffle for leak test again following the same method as section 2 indicated. The result indicated the sub-baffle can lift the weight and keep at least 10s, which indicated the suction is good. Above all, no manufacturing or product defect is indicated to cause or contribute to the reported failure based on the evaluation. The leak test is unstable for the returned device and one of the sub-baffle hole was found plugged by some blood or tissue liked chips, after cleaning of the chips, the leak test passed, which indicated the possible root cause of this suction failure is sub-baffle plugging by blood or tissue liked chips during customer using.

Event description:
The hospital reported that during a coronary artery bypass procedure, the front end of the tissue of acrobat-I stabilizer fixator cannot be attached to the surface of the heart for fixation. The procedure was completed by replacement of a new om-10000. No health hazard to the patient. The product is from the lot: 3000195666.